Manufacturer narrative:
Correction: b3, correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was (B)(6) 2025.

Event description:
No additional information reported by customer.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited sticky foreign material on the handpiece of the body control unit and on the eyepiece. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for sticky foreign material on the handpiece of the bcu (body control unit) and on the eyepiece. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.